Manufacturer narrative:
As reported, the shaft of one of the two 9f .098-inch straight (str) 55¿98cm vista brite tip guiding catheters showed torn and burnt-appearing internal material that was observed protruding after use with a non-cordis reducer catheter. Resistance was reported with two 9f .098-inch straight (str) 55¿98cm vista brite tip guiding catheters. There was no reported patient injury. The non-cordis reducer catheter advanced smoothly over a 0.035 wire but later could not be advanced or retracted, and the system had to be retrieved. During a second attempt, the same scenario occurred, and the reducer catheter slipped from the balloon when the physician attempted to pull back the system. The device was successfully retrieved with a snare. On the third attempt, the reducer catheter was successfully implanted. Three non-cordis reducer systems were used, with two lot numbers confirmed and one not provided. An unknown cordis multipurpose (mp) catheter was used prior to the insertion of the first reducer catheter. The guiding catheter was placed with the multipurpose catheter inside the anatomy, followed by a switch to a 0.035 wire and removal of the multipurpose catheter before inserting the reducer catheter. The third guiding catheter appeared to function without resistance. Material consistent with the internals of the guiding catheter was observed, showing torn and burnt-appearing edges, which was recovered after the guidewire became caught while being pulled through the reducer. Coating separation was observed on only one guiding catheter. Images provided showed: image 1 (9.8x) material possibly originating from the internals of the guiding catheter protruding from the distal tip of the reducer catheter; image 2 (32x) magnified view showing torn edges consistent with material detachment (material appears to have been pulled from its origin, with an edge that appears burnt); image 3 (64x) close view of the material with a burnt-appearing edge; and image 4 showing the internal surface of the affected guiding catheter (material markings appear to match that of the internals of the guiding catheter returned with the reducer). One guiding catheter will be returned for evaluation. Two complaints are associated with this event and have been evaluated under (B)(4). (B)(4): the reported device, gc 9f .098 str 55cm guiding catheter, was associated with images submitted for picture analysis under event-(B)(4); however, the images depicted medical devices that could not be identified as cordis products. The guiding catheter visible in the images exhibited apparent damage to the distal tip lumen (inner wall), though the specific type of damage could not be determined and no additional observable details were present. The reported catheter was not returned for analysis; instead, a non-cordis catheter containing an unknown guidewire was received, and review of the managed sample images confirmed the returned device was not a cordis product. Because the reported product was not available for evaluation, no visual, functional, dimensional, or microscopic testing could be performed and conformance to specification or replication of the reported condition could not be assessed, so the exact cause of the reported event could not be conclusively determined. A product history record (phr) review of lot 1822389 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): a single file was provided for review. The graphic material shows a damaged catheter as identified by shockwave; however, the images do not provide sufficient evidence to confirm that the damaged catheter shown is a cordis device. Damage is observable in the images, but it cannot be confirmed that the damage was present on a cordis-manufactured catheter. Design or manufacturing malfunction was not suspected. Additionally, a non-cordis device was returned as part of this event; visual inspection of the returned device confirmed that it is not a cordis product. Microscopic analysis identified damage at the distal tip of the returned device, and further comparison of the inner lumen damage observed during microscopic analysis with the images provided by shockwave may provide additional evidence that the damaged device shown is not a cordis device. The reported ¿coating ¿ delaminated¿ and ¿catheter (body/shaft) ¿ resistance/friction ¿ inner lumen¿ could not be substantiated for complaint (B)(4) and the reported ¿catheter (body/shaft) ¿ resistance/friction ¿ inner lumen could not be substantiated for complaint (B)(4). Review of the available images did not provide sufficient evidence to confirm that the damaged catheter was a cordis device, and review of the managed sample images confirmed that the returned device was not a cordis product. As the device involved in the reported event could not be confirmed to be manufactured by cordis, an assessment against cordis labeling is not applicable. Based on the available information, there is no evidence to suggest the reported event involves a cordis guiding catheter therefore, no further actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18222389 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 9f 0.098-inch straight (str) 55-98cm vista brite tip guiding catheter showed torn and burnt-appearing internal material that was observed protruding after use with a reducer catheter. The reducer catheter advanced smoothly over a 0.035 wire but later could not be advanced or retracted, and the system had to be retrieved. During a second attempt, the same scenario occurred, and the reducer catheter slipped from the balloon when the physician attempted to pull back the system. The device was successfully retrieved with a snare. On the third attempt, the reducer catheter was successfully implanted. Resistance was reported with two 9f 0.098-inch straight (str) 55-98cm vista brite tip guiding catheters, however no damage was noted on them. There was no reported patient injury. Three reducer systems were used, with two lot numbers confirmed and one not provided. An unknown cordis multipurpose (mp) catheter was used prior to the insertion of the first reducer catheter. The guiding catheter was placed with the multipurpose catheter inside the anatomy, followed by a switch to a 0.035 wire and removal of the multipurpose catheter before inserting the reducer catheter. The third guiding catheter appeared to function without resistance. Material consistent with the internals of the guiding catheter was observed, showing torn and burnt-appearing edges, which was recovered after the guidewire became caught while being pulled through the reducer. Coating separation was observed on only one guiding catheter. Images provided showed: image 1 (9.8x) material (that could possibly originate from the internals of the guide catheter) protruding from the distal tip of the reducer catheter; image 2 (32x) magnified view showing torn edges consistent with material detachment (material appears to have been pulled from its origin as its edges seem to have been ripped, along with an edge that appears to have been burnt); image 3 (64x) close view of the material with a burnt-appearing edge, and image 4 showing the internal surface of the affected guiding catheter (material markings appear to match that of the internals of the guide catheter returned with the reducer). Two vista brite guiding catheters will be returned for evaluation.